Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250 mg/dl between 49 and 71 hours of wearing the pod. The patient went to the hospital emergency room on (B)(6) 2025, due to prolonged hyperglycemia with ketoacidosis. According to the medical team at the hospital, the patient has numerous abdominal lipodystrophies, which may be the cause of diabetic ketoacidosis. The patient¿s treatment was macro insulin relay to pen. The patient was discharged that same day. The pod was removed and discarded while at the hospital.